Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was subsequently returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. The device had normal telemetry operations, as well as normal pacing and sensing functions. The battery status was good with a magnet rate of 90ppm. Analysis of the device hex memory download noted two resets in the reset counter and the most recent reason was a rate fault reset. These resets do not affect the delivery of critical therapy. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this pacemaker displayed a magnet rate of 90 ppm and longevity remaining of less than .5 years. At the device changeout procedure, pre-operative device interrogation noted the lead safety switch (lss) had been triggered due to out of range impedance measurements from the associated competitive right ventricular (rv) lead. Additionally, there was no capture despite maximum device outputs. Oversensing was also noted which resulted in storage of a ventricular tachycardia (vt) episode which was approximately three seconds in length. It could not be discerned if the patient was asystolic during the episode due to the ongoing noise. The patient is pacemaker dependent. However, there is no history of device issues or adverse patient effects. The device was explanted and replaced without further incident.

Event description:
-------